Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover. A field service engineer (fse) identified that the plunger spring within the latch assembly was broken. The fse replaced the faulty spring and subsequently verified the proper operation of the latch mechanism. After the repair, the system was tested and confirmed to be functioning correctly through the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height cubie drawer failed and could not recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.